Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed insertion tube coating peeling could not be determined, however, it is likely the result of stress due to repetitive use, external factors, or handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". ¿inspection of the endoscope¿. 5. Inspect the bending section¿s covering for sagging, swelling, cuts, holes or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Address: full name of the customers establishment is (B)(6). Follow up communication with the customer conveyed the following information: the "date/event found at" of the reported issue is unknown, however, customer stated that the procedure (unspecified) was completed with the same device. No other devices used in direct combination with the alleged defective device. Pre inspection check was not performed on the device. Cds was performed in accordance of the instruction for use (IFU) manual. No patient harm as the result of the reported issue. The subject device was received and evaluated . Device evaluation found the reported issue of "distal end defects "were not confirmed. However, evaluation found significant breakages on the image guide (ig) bundle. Due to breakages, image observed to have stains (black dots). In addition, inspection found peeling of the coating (greater that or equal to 1x1 mm2), marking disappearance of the image guide (insertion section) noted to be due to, handling, deterioration. Furthermore, the following defects were identified during device inspection: control unit dirty/sticky due to water leakage . Up/down (ud) plate sticky. Stretched angle wire observed, due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to a dent on channel tube (ch-tube), channel cleaning brush cannot inserted smoothly. Eyepiece has a scratch. Venting connector under grip has a dent. Connecting tube has a dent. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of " distal end defects" . No harm was reported. No patient harm, no user injury reported device evaluation found the coating of the image guide (insertion section) of the device is peeling off (greater that or equal to 1x1 mm2), marking disappearance . This report is being submitted due to the finding of the coating of the image guide (insertion section) is peeling off , marking disappearance (greater that or equal to 1x1 mm2) , deterioration identified during device return evaluation .